Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) high thresholds were observed. The device was recaptured but could not be redeployed for over an hour. The delivery system was removed and blood clots were observed in the system. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.